Event description:
The customer reported that the system would not boot up. There is no report of injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair information is unavailable at this time.